Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed a ligature mark 42 cm distal to the is4 connector pin. The conductor coil was found fractured 45 cm distal to the is4 connector pin, which is assumed to be the root cause of the observed pacing impedance deviations. Based on the characteristics, as well as the location of the fracture, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. The conductor coil was found deformed between 6 and 18 cm distal to the is4 connector pin. The deformation was consistent with exposure to constant friction against the generator housing but did not contribute to the electrical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the conductor coil was found fractured 45 cm distal to the is4 connector pin, which is assumed to be the root cause of the observed pacing impedance deviations. Based on the characteristics, as well as the location of the fracture, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Furthermore, the conductor coil was found deformed between 6 and 18 cm distal to the is4 connector pin. The deformation was consistent with exposure to constant friction against the generator housing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between december 10, 2022 and june 10, 2023 recorded the initially stable pacing impedance around 700 ohms and increased values to >3000 ohms since june 8, 2023. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported on december 4, 2023 that the lead was explanted on october 6, 2023 due to pacing impedance >3000 ohms. No adverse patient events were reported. Should additional information be received, this file will be update.